Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic bypass surgery. According to the reporter: the orvil device was placed trans-orally and the eea was introduced. The eea and orvil device were approximated correctly and the green line was visible. After firing the instrument, the staples around half of the staple line were not formed completely. After trying to merely oversew the staple line, the pt still had a leak when egd scoping was performed. Consequently, the anastomosis had to be completely re-done, so the surgeon had to cut out the original stapled anastomosis and re-insert an add'l orvil device and an add'l eea to re-do the anastomosis. After the re-done anastomosis, there was no longer a leak when an egd leak scope was performed.